Event description:
Pt alleges receiving a left implant on 10/2/84. Pt also alleges sharp pains and burning sensation from middle and around implant, sharp pain going down side and left arm during 7/96. Physician states pain around implant and silicone leakage.